Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator network cable was unplugged. A field service engineer powered down the refrigerator, reconnected the network cable, and restored power to the unit; upon startup, the machine successfully reconnected to the network and was confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator pnhedpodb was off the bus and could not be accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.